Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump woke her up with a low glucose alert and showed two arrows pointing down but about 30 minutes later, it alarmed for high glucose and two arrows pointing up. Customer was advised about the differences between sensor glucose readings and blood glucose levels. Customer was advised about the recommended insertion and calibration process. Customer stated that one of the cannulas seemed split. She also mentioned having 2 sensors pull out of the skin because of the tape getting caught in her pants. Customer was advised to remove and change the sensor. Blood glucose and sensor glucose values are unknown. The sensor would be replaced and returned for analysis.